Event description:
It was reported that they just received this arctic sun device from the depot for service, they tried filling and was only taking in one liter of water and was not cooling, they explained the unit did not have enough water in it and that was probably why it was not cooling, they asked to drain and start filling just using the sterile water and to add the solution to the second bottle of water, it once again stopped after taking one liter of water. Unit was coming in for investigation. Per additional information received from ttm on 21apr2025, biomed just received device back from 2k preventive maintenance at depot and was testing device, but it did not cool.

Manufacturer narrative:
The device was not returned. The reported issue was confirmed. The root cause of the reported issue could not be identified. They just received this arctic sun device from the depot for service. Explained the unit did not have enough water in it and that was probably why it was not cooling, they asked to drain and start filling just using the sterile water and to add the solution to the second bottle of water, it once again stopped after taking one liter of water. Unit was coming in for investigation. Per additional information, biomed just received device back from 2k preventive maintenance at depot and was testing device, but it did not cool. Per update on wo-(B)(4), the device will not be returning for repair. The instructions-for-use were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Correction: d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they just received this arctic sun device from the depot for service, they tried filling and was only taking in one liter of water and was not cooling, they explained the unit did not have enough water in it and that was probably why it was not cooling, they asked to drain and start filling just using the sterile water and to add the solution to the second bottle of water, it once again stopped after taking one liter of water. Unit was coming in for investigation. Per additional information received from ttm on 21apr2025, biomed just received device back from 2k preventive maintenance at depot and was testing device, but it did not cool.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.